Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, several false positive results were obtained. Confirmatory and repeat testing was performed, and the results were negative. Erroneous results were not reported out, and there was no report of patient impact. Assays used: sars-cov2. The following information was provided by the initial reporter: on a follow-up of negative patients from last week, out of 24 patients: 20 emerged positive on n2, 1 negative patient and 3 positive n 1 and n2. Out of 24 samples, around 18 false positive.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA /510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that when doing a follow-up run on negative patient samples, they received 20 n2 positives, 3 n1 positives, and 1 negative. Service reviewed the database and noticed contamination in the run and noticed no instrument issue. Service tried to contact the customer for more information, but could not reach them. Case was closed after several attempts. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not expected to be returned for investigation, therefore returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is unconfirmed by service review of the database. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, several false positive results were obtained. Confirmatory and repeat testing was performed, and the results were negative. Erroneous results were not reported out, and there was no report of patient impact. Assays used: sars-cov2. The following information was provided by the initial reporter: on a follow-up of negative patients from last week, out of 24 patients: 20 emerged positive on n2, 1 negative patient and 3 positive n 1 and n2. Out of 24 samples, around 18 false positive .